Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vtich12.6 implantable collamer lens, +4.50/+3.5/081 (sphere/cylinder/axis), within the same surgery due to the lens tore/broke during delivery into the eye. There was no patient injury and another same model lens was implanted within the same surgery. The lens exchange resolved the problem. The reporter indicated the cause of the event was unknown. The status of the patient's eye at the last post-op visit was the eye was clear and quiet.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found one haptic torn. Claim#: (B)(4).